Event description:
It has been reported to company that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated to 5mm to occlude the vessel. The physician then inserted the stent delivery catheter and placed the stent. While the physician was removing the stent delivery catheter the physician noticed that the occlusion balloon had deflated. The physician inserted the aspiration catheter and aspirated particulate from the vessel. The device was removed and replaced with another to complete the case. Patient is reported to be fine.